Event description:
According to the available information, the device was explanted and replaced with a non-coloplast device due to an unknown reason. The details surrounding the explant are not known.

Manufacturer narrative:
B3, d6b: date of event and explant dates not known. Unable to do best estimate as year not known. Explant occurred between d6a and (B)(6) 2025. The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated. The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.